Manufacturer narrative:
Unexpected reset- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly reset. Customer stated that a new cartridge will be loaded onto the pump. In addition, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. It was indicated that the customer has back up lantus and humalog for continued insulin therapy.